Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on lower right front corner of top case and contamination in plunger assembly. Motor supply voltage background test was found in the history. Motor supply voltage background test was found at power up. The root cause of the reported issue was found to be main board does not operate as intended. Replaced main board. Performed power up process and all functional testing which passed.

Event description:
It was reported that the device did not power up. No patient injury was reported.